Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared. There were no adverse consequences to the patient.